Event description:
Hip became dislocated. Metal on metal has caused a pseudotumor and cobalt-chromium is high in blood. The muscle is damaged, and cannot hold the hip joint in place. Replace hip joint.